Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2012, the patient presented with silent ischemia and was referred for cardiac catheterization. The target lesion was a de-novo type b2, eccentric lesion with under 45 degree bend. The lesion was located in the 2nd obtuse marginal branch (om2) with 75% stenosis and was 15mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilation and placement of a 2.25x12mm promus element plus stent at 10atm, with 0% residual stenosis following post-dilation. Timi 3 flow was restored post procedure. The patient was discharged on aspirin and clopidogrel. Ten days post index procedure, the patient expired. No additional information is available at this time.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).